Event description:
During an endoscopic saphenous vein harvesting procedure, the cone broke off the unit while inside the patient's leg. The piece that detached was retrieved without additional impact to the patient and the patient was last reported to be in good condition. No further information was provided by the customer.